Event description:
It was reported that within weeks of implant, the device and leads were extracted due to staph infection evident by blood cultures. The device and leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number, d354drm, is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.